Event description:
Several units of packed red blood cells were infused through the center lumen of an i.v. Administration set which has an outer jacket for warm water to flow. After completion of the procedure, the water path turned pink, indicative of blood from the i.v. Path leaking into the water path. The physician could not confirm that the device was used under 300mmhg as is instructed by labeling. The pt sustained no adverse affect as a result of this event.